Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to water immersion inside the cable and imaging. It is likely that the water immersion inside the cable and imaging was caused from a crack in the camera head. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. It could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The evaluation found that there was no image output from the camera head. Additionally, the evaluation found evidence of water penetration on the camera head and cable, wear (printing) and cracks (compromised water tightness) on the head main body, and the cable appeared to be twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the 4k autoclavable camera head was showing image defects during preparation for use in an unknown therapeutic procedure. The procedure was completed with a similar device. There was no reported patient injury or medical intervention associated with this event. The device was returned for evaluation. During the device evaluation, no image from camera head was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.